Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit undersensing due to low p-wave amplitudes and was repeatedly dislodged after the lead was screwed in. Multiple attempts were made, and tissues were removed from the helix but were unsuccessful. The physician suspected it was due to ra lead helix malfunction. The ra lead was not used and was replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and sensing issue. A complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/ tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported event of sensing issue was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.